Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were gel fragments in the serum and discolored gel additive form. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. A total of 100 retained samples from each lot number provided were visually inspected, and no gel defects related to oil gel globules or additive abnormalities were found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. Bd provided support and identified that the customer was cooling the tubes before use. Following this analysis, the customer updated their procedures to prevent this error from happening again. Tubes should be stored at 4-25ºc (39-77ºf). This complaint has not been confirmed with respect to lot 4276809 for the indicated failure modes additive abnormality and oil gel globules. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were gel fragments in the serum and discolored gel additive form. No adverse impact was reported regarding the patient or user.